Event description:
It was reported that a patient had been having pump stoppages. Log files were sent for both the backup system controller and the primary system controller. The event log captured driveline comm faults starting (B)(6) 2025 @0617 and continued until the system controller was exchanged on (B)(6) 2025. The event log captured a pump off event on (B)(6) 2025. There were a couple associated driveline comm faults prior to the pump resetting from what was potentially an electrostatic discharge (esd) event. The pump was designed to automatically reset when subjected to a high static discharge event. The pump was off for approximately 2 seconds during this reset. Pump resumed operation and functioned as intended for the remainder of the data capture. Further information provided that the modular cable was intact, no broken prongs or corrosion was noted. The modular cable was exchanged with the second system controller, and both the modular cable and both system controllers would be sent to abbott for further interrogation. Regarding the esd, the patient sleeps on a regular mattress but does report getting shocked every day when turning on their light, along with recalling a lot of static electricity because of their carpeting and dragging their feet. Follow up log files were sent for review, and the event log contained alarms associated with the system controller swap on (B)(6) 2025. Following these initial alarms the pump appeared to be operating as intended with no unusual alarms or events recorded. The comm fault alarms resolved after changing the modular cable and system controller, which were exchanged together.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of driveline communication fault alarm was confirmed via log file analysis. Data on 25feb2025 was reviewed. The controller event log file revealed driveline comm fault (f19) alarm events that became active on (B)(6) 2025 at 11:57:55. At 11:59:22, the pump speed value was captured at zero rpm; however, the pump speed value was ramping up at 11:59:25, which was captured at 4,900 rpm. The pump stop event appears related to a brief disconnection, which a driveline disconnect alarm was captured during the event. The driveline comm fault alarm was not captured thereafter. The driveline was physically disconnected on (B)(6) 2025 at 17:21:04 and appears related to the reported equipment exchange. The device was put into sleep mode shortly after. The returned system controller (serial # (B)(6)) passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device was tested together with returned modular cable and a driveline communication fault alarm could not be reproduced during the evaluation. A root cause of the driveline communication fault alarm could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use (IFU), under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under ¿system operations¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ no further information was provided. The manufacturer is closing the file on this event.